Event description:
It was reported that a novum iq large volume pump had a loose power cord connector. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "power cord pump connector was loose" was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was the damaged power cord. The power cord required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.